Event description:
Information was received from a consumer via a manufacturing representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. There was a report of an overdischarged battery. The patient¿s husband called the rep and stated that the patient¿s battery had been dead for over a year. It was reported that the patient had quit charging it for reasons that were unknown. They stated that they started the 60 minute timer two times, but the por screen did not appear. It was reported that they set the 60 minute timer for the third time but were still unable to read the device with the programmer. It was reported that the patient would be interested in a replacement. No surgical intervention occurred, but surgical intervention was planned just not yet scheduled. It was reported that the issue was not resolved at the time of the report. It was reported that the event occurred on (B)(6) 2017. No further complications were reported/anticipated.